Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicated that the patient was septic systematically and was treated with antibiotics while waiting for the infection to clear out. Subsequently, this pacemaker was reused in the existing pocket as temporary pacing device. There were no additional adverse effects reported. The product remains in service.

Event description:
Additional information was received indicating that this pacemaker was explanted after being used as temporary pacing device. A new system was successfully implanted. No additional adverse patient effects were reported.